Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire of an rt204 adult breathing circuit became electrically open circuit after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of an rt204 adult breathing circuit was tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was within the product test specification. The inspiratory heater wire was open circuit due to a break in the connection between the heater wire and one of the pins that crimp onto the heater wire. A lot check was not performed as no lot information was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. In this case the heater wire subsequently became open circuit after three days of use, possibly as a result of a weak crimp connection. (B)(4).